Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2021-17325. It was reported the patient fell and later experienced ineffective therapy. X-rays confirmed both of the patient's leads migrated. In turn, surgical intervention was undertaken wherein the leads were explanted to address the issue.